Manufacturer narrative:
Conclusion: according to the information received from the field intra-operative measurements showed two channels involved in a short circuit. Device investigation revealed damage to the active electrode array likely caused by a sharp instrument during implantation surgery. A DHR review shows that the device was released within specification. A back-up device was implanted. This is a final report.

Event description:
During intraoperative measurement, a short circuit was detected. The backup implant was used.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During intraoperative measurement, a short circuit was detected. The backup implant was used.